Event description:
It was reported to philips that the system was unable to boot into the application. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.